Manufacturer narrative:
The company rep contacted the customer and found that they had made a mistake and that the sys was functioning correctly. No svc was requested. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported event. The root cause of the customer reported event "infusion line and silicone oil injection not working" is unk. (B)(4).

Event description:
An engineer reports the infusion line/silicone oil did not work during surgery. The pt had received peribulbar anesthesia. The report indicates the surgery was completed the same day without pt harm, but does not specify how the procedure was completed. Multiple attempts were made to gather add'l info, but were unsuccessful.